Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 8 atm. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was stable.